Manufacturer narrative:
A sample is expected, but has not yet been received. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A scrub tech reported that during surgery, the infusion channels failed to lock into the trocar cannula. There was no pt harm reported.